Event description:
The manager of respiratory care for the user facility reported that, "respiratory therapist was standing at the bedside performing an assessment on the patient. The ventilator just went off. There was no ventilator inop alarm activated. Therapist attempted to turn the ventilator back. The ventilator would not come on. The nurse bagged the patient while the respiratory therapist went and got another ventilator. While they were in the room getting up the new ventilator, the other ventilator came back on and started alarming. Engineering stated there was no loss of power during that time. The ventilator was plugged up to a red outlet, which indicates the emergency generator will kick in for loss of power". No allegation of patient harm.